Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook fusion glo-tip ercp catheter. It was reported that the physician started with our catheter for cannulating and laying down the wire. Then he switched to the papillotomy, which he does with our sphincterotome. They could no longer get the balloon through the papilla, which made them realize that something was stuck in the papilla, which most likely turned out to be the ring of our catheter. At first they thought that the ring had come off the scope, but then they compared it with a new catheter, and it turned out that the radiopaque marker ring was missing. This turned out to be in the patient's papilla. They then got it out. According to the physician, the patient has an increased risk of pancreatitis, since they had to manipulate more than would otherwise have been necessary. Whether the patient will need a new procedure due to this possible consequence will have to be determined in the future. The scope has been sent to their own technical service for inspection, since they think that the bridge may be damaged. Update received on 9 oct 2024: patient went home yesterday, seems to be ok for now. A section of the device did not remain inside the patient¿s body. The metal band was removed from the papilla. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. No lot number was returned with the device. An additional fs-gt-2 was returned that is assumed to be the device used for comparison as mentioned in the description of event. This device was also used in our investigation to compare to the complaint device. Photos were provided and reviewed. The first photo shows the metal band detached in the papilla on an endoscopic image. The second photo shows a wire guide advanced through the papilla and the metal band detached in the papilla on an endoscopic image. The third photo shows the metal band removed in a clear plastic bag. Our laboratory evaluation of the product said to be involved confirmed the report, the device was returned without the metal band. The complaint device was compared to the additional returned device and it is confirmed the metal band is missing. Under magnification, it can be seen that there is evidence of crimping where the band should be, indicating the band was present on the catheter at some point. We were unable to determine a cause for the metal band detaching. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device and photos provided confirmed the report. The metal band was missing and not included in the return. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all fusion glo-tip ercp catheters are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook fusion glo-tip ercp catheter. It was reported that the physician started with our catheter for cannulating and laying down the wire. Then he switched to the papillotomy, which he does with our sphincterotome. They could no longer get the balloon through the papilla, which made them realize that something was stuck in the papilla, which most likely turned out to be the ring of our catheter. At first they thought that the ring had come off the scope, but then they compared it with a new catheter, and it turned out that the radiopaque marker ring was missing. This turned out to be in the patient's papilla. They then got it out. According to the physician, the patient has an increased risk of pancreatitis, since they had to manipulate more than would otherwise have been necessary. Whether the patient will need a new procedure due to this possible consequence will have to be determined in the future. The scope has been sent to their own technical service for inspection, since they think that the bridge may be damaged. Update received on 9 oct 2024: patient went home yesterday, seems to be ok for now. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects, the patient did require a metal band to be removed from the papilla, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The first photo provided shows the metal band detached in the papilla on an endoscopic image. The second photo shows a wire guide advanced through the papilla and the metal band detached in the papilla on an endoscopic image. The third photo shows the metal band removed in a clear plastic bag. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report, however, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion glo-tip ercp catheters are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.